Manufacturer narrative:
(B)(4). Failure mode "foreign material - stain" could be confirmed with picture attached. Per DHR the product mad nasal with 3 ml syringe lot # 73d2400927 was manufactured on 04/25/2024 a total of (B)(6) pieces. Lot was released on 05/10/2024. DHR investigation did not show issues related to complaint. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "stain on the nasal adaptor. The issue was identified on incoming inspection. There was no patient involvement."

Event description:
It was reported that "stain on the nasal adaptor. The issue was identified on incoming inspection. There was no patient involvement.".

Manufacturer narrative:
(B)(4). The customer returned one-unit mad100 mad nasal with 3 ml syringe for investigation. The sample was returned sealed in its original packaging. Visual examination of the returned sample revealed that there was a small stain on the nasal plug. It could not be determined what caused the stain at the time of investigation. The packaging was confirmed to be completely sealed. Dimensional inspection was performed on the stain. A tappi chart was used to measure the size of the stain. The stain was found to be 0.03 sq mm, as per manufacturing procedure foreign material should be no "bigger than 0.6 sq mm". Therefore, the stain is within the acceptable tolerance. Device history record review investigation did not show issues related to complaint. Manufacturing procedure was inspected to review the allowable size for foreign material within the device packaging. The reported complaint of "foreign material - stain" was confirmed based upon the sample received. The sample was received in its original packaging completely sealed. Visual inspection confirmed that there was a small stain on the nasal plug. Per manufacturing procedure, foreign material should be no "bigger than 0.6 sq mm". The foreign material was found to be within the acceptable tolerance. Teleflex will continue to monitor and trend on this issue.